Event description:
New information received notes a previous unrelated hospitalization due to implantable cardioverter defibrillator (ICD) shocks for ventricular tachycardia and fibrillation due to hypokalemia. The patient was given a diuretic as well as potassium and was seen six weeks later on (B)(6) 2018 at a follow up appointment during which the patient indicated he was feeling fine. The patient's device was interrogated on (B)(6) 2018 prior to the patient death on (B)(6) 2019 and all device and lead parameters were within normal range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.